Event description:
It was reported the physician placed a percutaneous endoscopic gastrostomy feeding tube in a pt during advancement of the device through the incision the feeding tube detached from the dilator connector and remained in the pt's esophagus. The feeding tube was immediately retrieved using a snare. Another feeding tube was successfully placed and the pt was reported to be in satisfactory condition. Info on the physician's technique is unavailable, however, co recommends making a 1 cm cut through the skin. Co's instructions for use include the following "caution: a smaller incision may contribute to extreme resistance of the gastrostomy feeding tube when exiting the fascia."